Event description:
During injection, the hub of the catheter separated.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter was returned coiled within a plastic bag. The strain relief of the catheter was not attached to the proximal end of the catheter body. Microscopic examination: light optical examination of the catheter surface revealed that heat had been applied between the strain relief and proximal end of the catheter. The applied heat appeared to have been insufficient to fuse the strain relief and catheter body. This anomaly has been attributed to an operator/inspection-related error and is considered to be an isolated incident. The route sheet for this lot was reviewed and all pieces were processed through the " fuse strain relief" operation. The route sheet also revealed that the lot was processed through the "inspect hub to body & body & strain relief" operation per op sheet. This operation includes 100% inspection for strain relief fuse using a tool designed to check for proper fusing and bonding between the strain relief/hub and catheter body. It is speculated that this defect occurred during the strain relief fusing process. The operator inadvertently forgot to fuse the strain relief to the catheter body. This is considered a random failure. The following corrective action has been taken: operators were shown the returned catheter and the failure mode was discussed. The operator that performed the "inspect hub to body & strain relief" operation was given a verbal warning. Two lots that were being processed at the time the field complaint was rec'd were re-inspected 100% for proper fusing of strain relief per op sheet. No anomalies were found during the reinspection. The strain relief fuse inspection tool was attached to the inspection table to facilitate inspection.